Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. Loss of prim was duplicated during a 24-hour test, but the loss of cartridge detection was not duplicated. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
Evaluation revealed a dislodged display screen and dislodged force sensor pins.